Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. Visual inspection noted the loading unit can be seen to be clamped on tissue, but the cartridge face or I-beam cannot be seen in the returned photographs. No abnormalities to the packaging can be seen. Malformed and unformed staples can be seen removed from the patient cavity. It was reported that the staples did not form as expected and staples were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an laparoscopic apical bullectomy, while applying the device on the lung, the staples did not form a b shape. The staple line was also incomplete proximally. The device cut the lung without sealing which caused a bleeding of 250cc which was controlled by compression with laparoscopic forceps and a posterolateral thoracotomy of 20cm for manual suture with thread. The procedure was converted to open. The patient¿s hospital stay is estimated to be extended from 2 days to 4 days.